Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there were air bubbles in the reservoir with approximate size of 0.1 mm. Customer stated that air bubbles occurred after 24 hours and high performance test was not possible. The reservoir will not be returned for analysis.